Manufacturer narrative:
The year of MFR is 1994; the month could not be determined.

Event description:
Vaporizer was reportedly removed from storage and tested. During testing, it was reportedly noted that an interlock pin was missing. There was no report of pt involvement. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.